Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (600 mg/dl). The cause for elevated bg was unknown. Customer delivered a bolus to address elevated bg level.